Event description:
Note: this is one of three device reported to fail during the reported event. Refer to MFR report# 3005099803-2009-00899 and 3005099803-2009-00898. It was reported to boston scientific corporation that a resolution clip device was used to treat a bleeding ulcer in a pt's stomach in early 2009. According to the complainant, the clips would not release after the final click on all three devices. When the devices were pulled back into the scope, two of the clips had released in the scope and one clip released in the pt's stomach. The clip was not retrieved. The procedure was completed successfully utilizing epinephrine and another resolution clip device. Hemostasis was achieved. There were no pt complications noted during the procedure. It was reported that the pt passed away later the same night. The pt presented with cirrhosis of the liver and the cause of death was reported to be the result of the pt being a bad bleeder. The complainant stated that the pt's death was not related to the device failure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.